Manufacturer narrative:
On (B)(4) 2016, a site visit was held to troubleshoot the problem both by merge healthcare and volcano. Through troubleshooting, merge healthcare was able to setup a system to output p1 on both analog output channels one feeding a third party system and the other feeding an oscilloscope. The negative spike was observed on both the merge and volcano displays implying that the problem resides with the schiller pdm. During internal testing, merge healthcare was able to reproduce the issue. Merge healthcare further investigated the issue for clinical impact. If the pdm is utilized to output a pressure, there is a possibility that the output pressure will oscillate (ringing effect) at a specific pressure (failure pressure). Once the output pressure falls outside of the failure pressure range, the system resumes functioning as intended. If the output pressure is used for computing fractional flow reserve (ffr) with a third party system, the calculated ffr might be inaccurate due to the ringing effect. This would require the cardiologist to repeat the procedure to obtain the correct ffr.

Event description:
Merge hemo monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. A customer's representative reported to merge healthcare that he was made aware that an event had occurred involving a patient where the ffr (fractional flow reserve) calculation by a third party ffr system was not completed. The date of occurrence was unknown. In follow up communication with the customer, merge healthcare was advised that the procedure was completed successfully and there was no harm to the patient. The associated complaint record was closed based on the customer verification that no patient harm had occurred and the procedure was completed successfully. In january 2016, the customer reported seeing negative spikes of blood pressure readings on a volcano ffr system that is fed a signal from the schiller pdm (patient data module). A new complaint was opened based on the new information. Merge healthcare started an internal investigation and made the determination that this event is reportable.

Manufacturer narrative:
Merge healthcare conducted an internal quality investigation to address the issue reported in recall 2183926-02/15/2016-068-c, FDA recall number z-2707-2017. Merge healthcare received reports of noise on one or both of the analog output signals from the merge hemo schiller pdm (patient data module). It is possible that given certain conditions the display of the analog out signal can display spikes. These spikes will interfere with the display waveform. This has been seen when sending the proximal arterial signal to a 3rd party ffr vendors system for calculating non-integrated ffr with the merge hemo system. However, this issue will not affect customers that do not use the analog output signals from the pdm. Use of the affected product may display noise on one or both of the analog out signals from the pdm. This could cause the waveform output from the hemo pdm to be unusable by 3rd party vendors looking to display pressure or potentially ECG waveforms on their systems. For customers who experience this issue and want to correct it requires opening the pressure line to atmosphere and allowing the hemo monitor's pressure channel go down to zero. Then the pressure transducer is to be closed to the air. Once the pressure transducer is closed, the pressure waveform will again appear on the hemo monitor's pc (above zero). This process resets the analog out channel. The investigation and troubleshooting activities conducted by merge healthcare found that the issue occurred on schiller pdm's using firmware 2.52.04. A supplier corrective action request (document ID (B)(4)) was completed by (B)(6). The spikes on the analog output channels were caused by asynchrony data output. The asynchrony was caused from a timing issue within the pdm firmware. It was noted that all firmware versions were affected. Schiller made corrections within the firmware, 2.52.11. The revised schiller pdm firmware was validated by merge healthcare in conjunction with merge hemo software. The correction has been verified to be effective as is evidenced through the reduction of customer complaints concerning this issue. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods: 22 software evaluation . Results: 110 design error [the device or component had faulty (incomplete or incorrect) software design] . Conclusions code: 12 design deficiency [the device problem was traced back to the design specifications (e.g. In the requirements, testing processes, hazard analysis, implementation strategy] . H10 - indication of additional manufacturer information is contained in this follow-up report.